Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. No other patient samples were reported to be affected. A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any issues. The hsc specialist could not rule out an issue with sample delivery. Incomplete centrifugation can result in cellular debris, leading to inadequate sample delivery. This event is isolated to one patient sample. The cause of the discordant, falsely elevated ltni result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ltni result.